Event description:
The customer observed a falsely elevated sodium result while using the ict module on the architect c8000 analyzer. The customer provided the following results: (B)(6): sodium: initial 163, retest 155, 145, 141 mmol/l no adverse impact to patient management was reported. The result was reported and a subsequent call was made to the physician to update to the correct result.

Manufacturer narrative:
(B)(6). (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, a search for similar complaints, and a review of labeling. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect c8000 analyzer, list number 01g06, was identified.